Manufacturer narrative:
E1: initial reporter phone- (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to patient condition, following a review of the reported image lost, available information, and product record review, it is most likely the presence of reported anatomical factors, presented a constriction over the device and increase the friction when the device was advancing through the lesion reducing the mobility and generating the reported issue.

Event description:
It was reported that a catheter issue occurred. The 85% stenosed, 30 x 3.0mm target lesion was located in the severely tortuous and calcified left circumflex artery (lca). An opticross hd catheter was selected for ultrasound examination of the target lesion. During the procedure, no image was displayed, and the catheter could not be recognized by the system. It was noted that air was not removed during flushing. The procedure was completed with another of same device, and the patient condition following the procedure was stable.